Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Per reporter's input, patient age is not known with certainty, only that she was around (B)(6).

Event description:
It was reported that the flow control unit doesn't work properly. A competitor device was used to complete the procedure. No patient injury was reported.